Event description:
It was reported via repair work order that the fowler was drifting due to malfunction motor assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined this is a duplicate of medwatch 0001831750-2013-04979.

Event description:
It was reported via repair work order that the fowler was drifting due to malfunction motor assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.